Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprosthesis ((B)(4) proximal and (B)(4) distal) to treat a thoracic aortic aneurysm. Prior to the implantation of the devices, percutaneous transluminal angioplasty on the left external iliac artery was performed. The final angiography revealed no endoleak and the physician completed the procedure. After the procedure on the same day, the patient experienced a cerebral infarction. On (B)(6) 2010, the patient was transferred to another hospital for rehabilitation. On (B)(6) 2011, six month follow-up exam confirmed that the patient recovered from the cerebral infarction. No further adverse event was reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.